Event description:
Per the physician performing the egd procedure: this was an incomplete exam due to the poor retroflexion of the scope. The olympus scope is supposed to have a 210 degree of retroflexion but these scopes they are supplying do not have that range and it is impacting patient care. Manufacturer response for gastroscope, (brand not provided) (per site reporter). The scope was designed to have a 210 degree of retroflexion, but as olympus has refurbished these scopes, they have deemed a 160 degree of retroflexion to be sufficient. Our providers disagree and we would like olympus to back up their product.